Manufacturer narrative:
(B)(4).

Event description:
The customer reported the tracheostomy tube was tested prior to use. During patient use the cuff would not hold air after a few hours. Condensation in the pilot balloon and air escaping around the pilot balloon was noted. The tube was removed and replaced. This happened 3 times with this patient. The 3 tubes for this incident are referenced on our reports 2936999-2016-00311, 2936999-2016-00313, 2936999-2016-00314.

Manufacturer narrative:
(B)(4). The reported failure of the cuff wont inflate was verified due to a tear /cut in the tracheal tube cuff. The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The reported malfunction is not related to the manufacturing process.